Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000823. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that "these issues are the result of the broken communication chain between the mobile viewing station (mvs) computer and detector. Once that communication is restored, all of these issues should be resolved." In regards to the 27 vdc for the detector interface error, issue would be addressed until the other issues are resolved. It will also likely be resolved by restoring the communication between the components.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: additional analysis was conducted on the system. It was noted that the detector enclosure was also replaced and that the system passed a system checkout. Previously reported codes b01, c13, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2/h4/h6: software analysis was re-completed and confirmed this was not a software issue, but a hardware issue. The logs found instances of the system losing connection and trying to re-establish the connection. The system would reboot when the system was unable to connect. There was 27 vdc for the detector interface error component service to resolve the standalone and connection issue. The software was functioning as designed. Coeds b01, c19 and d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000171, serial/lot# : rev 2, s/n#: n/a, UDI: (B)(4), bi71000319, serial/lot# : rev 3, s/n#: n/a, UDI: (B)(4). H3: analysis of the returned detector interface and dongle found the hardware to be damaged. H6: codes c0201 and d02 pertain to the analysis of the returned detector interface and dongle. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No products have been returned to medtronic for analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system was stuck in stand alone mode. A reboot resolved the issue. This was reported outside of a procedure. There was no patient involved.

Event description:
Additional information was received. It was reported that the unit was still failing.

Manufacturer narrative:
H2, h3: additional system service was performed. The mvs computer was replaced, which should have corrected the failure. Bios was configurated according to the manual, backup files (config.bin) were replaced in the new computer, and the system was configured. The failure was not corrected with this exchange. Previously reported codes b01, c13, and d02 are still applicable. It was noted that technical services (ts) checked all points and the connections were good, but there was doubt with detector cable because if ts opened the panel detector, they needed to run calibrations and they did not have tools for that at that time. Tools were ordered but have not been received. Ts noted that they will confirm if the detector interface was working, as well as the detector rail and tube. Ts will visit the site when the dongle has been received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2 additional information: continuation of d10: part number: bi71000171, lot number: 042015773. No analysis has been completed at this time. (B17,c20,d15). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2, h3: additional system service was performed. The unit did not turn on in 2d mode. After three or four attempts, it "initiated" normally. The system was turned on, it had been off for 3 days. The ias started normally after the mvs was turned on, the rotor moved, and then remained in stand alone mode (error). Taking advantage of this situation, the ias application was opened and an error was evident in the detector. The application displayed the following messages in the xray detector field: running the initial fluoroscopy compensation calibration - logtemperatureinfo failed. Could not get temperature readings - attempting to open the connection the rep removed the ias covers and validated that the connections to the switch were tight (disconnecting all the cables and reconnecting it). The switch¿s leds blinked correctly. All ias and mvs connectors were validated and adjusted. The rep restarted the system and it started normally (on pendant appeared 2d mode, as normally must be. But, when the rep opened the ias application, it kept the error in the detector. The rep removed the gantry covers to validate the detector connectors. At a later date, the mvs computer was replaced (sp. 00763000083250-bi71000823 sn (B)(6)), fail should be corrected with that action. Bios was configurated in accordance with the manual, backup files (config.bin) was replaced in the new computer, the navigation system was configured. Unit would be tested at a later date. Damaged part: bi71000823 sn: (B)(6) at another later date, the issue persisted. The can dongle was replaced (bi71000319 dongle can usb to 9pn sn. (B)(6)). When the unit turned on, it went in and out of stand alone mode for a while, then the rep verified that all connections from the umbilical until the detector interfaces. The rep removed the washers on the dv9 connection of the detector "interface". Previously reported codes b01, c13, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the manufacturer representative went to the site to test the imaging system. The mobile view station (mvs) computer was replaced but at the moment of bios configuration, the new computer did not turn on. They requested for another computer and are waiting to receive it to install. B01, c13, d02 the software team investigated the reported issue and found that this was not a software issue. According to complaint data, issue was due to hardware issue. Log analysis found instances of the system losing connection and retried to re-establish connection. System reboot when the connection when system was unable to connect. 27 vdc for the detector interface error component service to resolve standalone and connection event reported. Software functioning as designed. B01, c19, d14. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that unfortunately this issue was not solved. The manufacturer representative replaced the mobile view station (mvs) computer (new spare part), and at the end of its configuration, the unit powered off and it does not started again. They requested the computer again, but there was no inventory.

Event description:
Additional information received. It was reported that "these issues are the result of the broken communication chain between the mobile viewing station (mvs) computer and detector. Once that communication is restored, all of these issues should be resolved. In regards to the 27 vdc for the detector interface error, I would not worry about it until the other issues are resolved. It will also likely be resolved by restoring the communication between the components. Thanks" it was confirmed that it is communication problem but still cannot certify this failure.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: bi-500-01065, lot #none. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.